Event description:
Caller reported a cgm error with code 42. There was no adverse impact to the customer's blood glucose level. Customer received complete pump reset information from technical support and planned to reset the pump, with a follow-up if the issue persisted.